Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing broke off could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing broke off at the hub. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "event #4 it was reported that tubing broke off at hub near screwable securement of tubing (voriconazole)". "Voriconazole tubing broke off at hub near screwable securement of tubing".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing broke off at the hub. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "event #4 it was reported that tubing broke off at hub near screwable securement of tubing (voriconazole)". "Voriconazole tubing broke off at hub near screwable securement of tubing".